Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. : the cause of this complaint is a damaged dso seal. Bubbled downstream occlusion sensor seal. The root cause of the dso seal bubbling is being investigated by the CAPA process (CAPA-000919). Replaced dso seal. No service history review (in previous year): no repair in last year. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, bubbles were observed and a downstream occlusion sensor error occurred.